Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that there was a "no disposable, pump won't run" alarm. The reservoir volume was 46.9ml, rate 60.0ml/24hr, 68.1ml was given. There was air in the tubing. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.